Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported the outer lid of the architect c16000 analyzer did not stay open when lifted and the lid dropped striking the operator¿s head. No injury occurred due to this issue.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site and observed the top front cover hinges were loose. Tightening of these hinges resolved the issue. A review of the (B)(6) service history revealed no additional issues reported after the hinges were tightened. A review of historical data for the likely cause revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed that the calculated erratic rates for the architect c16000 system was below the upper control limit and found no systemic issues or trends for the issue associated with this ticket. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect c16000.